Event description:
It was reported that the patient presented into the clinic for follow up and the pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.